Event description:
Caller reported that all cartridges from one box leak when he attempts to fill them with insulin. Caller reported he has not inserted any of these cartridges into the pump so no insulin is in the cartridge compartment. Caller is legally blind and is unable to see the lot number. Caller discarded all of the leaky cartridges. No adverse event reported. No product return requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Product was discarded.